Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced.